Manufacturer narrative:
Product event summary: the battery was not returned for evaluation. Log file analysis of the battery revealed no failure detected. Additional products: heartware ventricular assist system ¿ battery model #: 1650, catalog #: 1650, expiration date: 2016-10-31, serial or lot#: (B)(6), UDI #: (B)(4), mfg date: 2015-10-31, patient code(s): c76143 device code(s): c63030 FDA method code(s): 4112, 4114 FDA results code(s): 213 FDA conclusion code(s): 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that there were concerns of power switching with an additional battery.

Manufacturer narrative:
Product event summary: two batteries (bat306336, bat752029) and the controller ac adapter were not returned for evaluation. Six batteries (bat550191, bat306302, bat306301, bat306335, bat550222, bat306266) and the controller were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The returned controller passed functional testing. Visual inspection of the controller revealed fibrous material within the power port connectors. The observed contamination is not related to the reported event. The most likely root cause of the observed contamination within both power ports of the controller can be attributed to the handling of the device. Supplemental testing was performed, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Failure analysis of the returned batteries (bat550191, bat306335, bat306266) revealed that the devices passed functional testing and visual inspection. External inspection of the returned batteries (bat306302, bat306301) revealed tears on the battery output cables. The damage that was observed did not affect the functionality of the devices. The damaged output cable is not related to the reported event. Based on the available information, the most likely root cause of the reported event can be attributed to wear and/or to the handling of the device. Failure analysis of the returned battery (bat550222) revealed that the device passed visual inspection. Functional testing revealed that the battery connector locking mechanism did not lock properly. The damaged connector is not related to the reported event. The most likely root cause of the damaged connector can be attributed to a faulty locking mechanism, possibly attributed to the handling of the battery. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving batteries (bat550222, bat550191, bat306336). No premature power switching events involving batteries (bat306302, bat306301, bat306335, bat306266, bat752029) or cac adapter were observed. Review of event file analysis revealed a controller power up event on 04-mar-2019 at 09:30:32. The data point prior to the loss of power revealed that battery (bat550191) was connected to power port one with 92% relative state of charge (rsoc) and battery (bat306301) was connected to power port two with 95% rsoc. The data point recorded after the loss of power revealed that battery (bat550191) was connected to power port one and battery (bat306301) to power port two. No anomalies were observed during the recorded controller power up. The controller was without power for 10 seconds. As a result, the reported ¿loss of power¿ event was confirmed. Additionally, a review of the log files also revealed 213 low flow alarms (medium priority alarm) were logged since 22-feb-2019. This kind of alarm occurs if the patient's average flow drops below the alarm setting. The low flow limit was changed from 2.5 lpm to 2.0 lpm on 28-feb-2019. As a result, the reported ¿power switching post lubrication¿ event involving batteries (bat550222, bat306336) was confirmed. The reported ¿power switching post lubrication¿ event involving battery (bat550191) could not be confirmed. However, battery (bat550191) was involving in premature power switching. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. The reported ¿loud alarm¿ can be attributed to the loss of power to the controller. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the premature power switching event after lubrication can be attributed to momentary disconnections due to contamination of the power port pins and/or to the wearing of the gold-plated pins, exposing the pin¿s base metal to the effects of corrosion. An internal investigation was initiated to capture events involving the controller losing power. An internal investigation evaluated momentary disconnections. Additional products: d4: serial #: bat550191 d10: yes, return date: 09-apr-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 d4: serial #: bat306302 d10: yes, return date: 09-apr-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 180 h6: FDA conclusion code(s): 19 d4: serial #: bat306301 d10: yes, return date: 09-apr-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 180 h6: FDA conclusion code(s): 19 d4: serial #: bat306335 d10: yes, return date: 09-apr-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: serial #: bat550222 d10: yes, return date: 09-apr-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 180, 3213 h6: FDA conclusion code(s): 19, 4307 d4: serial #: bat306266 d10: yes, return date: 09-apr-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: serial #: cac097711 h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: serial #: bat306336 h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d4: serial #: bat752029 h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for corrections. As a result of review on the complaint file, this report contains an update to the FDA results and/or conclusion code(s) to more accurately reflect what is in the complaint file. The previously reported failure and investigation findings remain unchanged. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: two batteries (B)(4) and the controller ac adapter were not returned for evaluation. Six batteries (B)(4) and the controller were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The returned controller passed functional testing. Visual inspection of the controller revealed fibrous material within the power port connectors, likely due to the handling of the device. Supplemental testing was performed, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Failure analysis of the returned batteries (B)(4) revealed that the devices passed functional testing and visual inspection. As a result the reported inability of battery (B)(4) to provide power could not be confirmed. External inspection of the returned batteries (B)(4) revealed tears on the battery output cables. The damage that was observed did not affect the functionality of the devices. The damaged output cable is not related to the reported event. Based on the available information, the most likely root cause of the damaged cable can be attributed to wear and/or to the handling of the device. Failure analysis of the returned battery (B)(4) revealed that the device passed visual inspection. Functional testing revealed that the battery connector locking mechanism did not lock properly. The damaged connector is not related to the reported event. The most likely root cause of the damaged connector can be attributed to a faulty locking mechanism, possibly attributed to the handling of the battery. The reported inability of a battery to provide power could not be confirmed on the returned batteries. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving batteries (B)(4). No premature power switching events involving batteries (B)(4) or cac adapter were observed. Review of event file analysis revealed a controller power up event on (B)(6) 2019 at 09:30:32. The data point prior to the loss of power revealed that battery (B)(4) was connected to power port one with 92% relative state of charge (rsoc) and battery (B)(4) was connected to power port two with 95% rsoc. The data point recorded after the loss of power revealed that battery (B)(4) was connected to power port one and battery (B)(4) to power port two. No anomalies were observed during the recorded controller power up. The controller was without power for 10 seconds. As a result, the reported ¿loss of power¿ event was confirmed. Additionally, a review of the log files also revealed 213 low flow alarms (medium priority alarm) were logged since (B)(6) 2019. This type of alarm occurs if the patient's average flow drops below the alarm setting. The low flow limit was changed from 2.5 lpm to 2.0 lpm on (B)(6) 2019. As a result, the reported ¿power switching post lubrication¿ event involving batteries (B)(4) was confirmed. As a result, the reported ¿power switching post lubrication¿ event involving battery (B)(4) could not be confirmed. However, battery (B)(4) was involving in premature power switching. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. The reported ¿loud alarm¿ can be attributed to the loss of power to the controller. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the premature power switching event after lubrication can be attributed to momentary disconnections due to contamination of the power port pins and/or to the wearing of the gold-plated pins, exposing the pin¿s base metal to the effects of corrosion. An internal investigation was initiated to capture events involving the controller losing power. An internal investigation evaluated momentary disconnections prior to the availability of the lubricant servicing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: dvbb1d4, ICD, 6935m62, lead, implanted (B)(6) 2013. Other devices involved in this event: heartware ventricular assist system ¿battery. Battery / (B)(4)/ model #: 1650 / expiration date: 31-dec-2017, UDI #: (B)(4). Device avail for eval: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? No. Mfg date: 31-dec-2016. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿battery. Battery / (B)(4)/ model #: 1650 / expiration date: 31-oct-2016, UDI #: (B)(4). Device avail for eval: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? No. Mfg date: 31-oct-2015. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿battery. Battery / (B)(4)/ model #: 1650 / expiration date: 31-oct-2016, UDI #: (B)(4). Device avail for eval: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? No. Mfg date: 31-oct-2015. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿battery. Battery / (B)(4)/ model #: 1650 / expiration date: 31-oct-2016, UDI #: (B)(4). Device avail for eval: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? No. Mfg date: 31-oct-2015. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿battery. Battery / (B)(4)/ model #: 1650 / expiration date: 31-dec-2017, UDI #: (B)(4). Device avail for eval: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? No. Mfg date: 31-dec-2017. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿battery. Battery / (B)(4)/ model #: 1650 / expiration date: 31-oct-2016, UDI #: (B)(4). Device avail for eval: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? No. Mfg date: 31-oct-2015. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿controller ac adapter. Controller ac adapter / (B)(4)/ model #: 1430us / expiration date: unk, UDI #: unk. Device avail for eval: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? No. Mfg date: unk. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿battery. Battery / (B)(4)/ model #: 1650 / expiration date: 31-oct-2016, UDI #: (B)(4). Device avail for eval: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? No. Mfg date: 31-oct-2015. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿battery. Battery / (B)(4)/ model #: 1650 / expiration date: 30-apr-2019, UDI #: (B)(4). Device avail for eval: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? No. Mfg date: 10-apr-2018. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller, six batteries, and controller ac adapter exhibited a double disconnect and power switching despite previous lubrication servicing. An additional battery exhibited power switching and another battery didn't provide power. The patient experienced numerous low flow alarms and a loud alarm when connected to two charged batteries. There was a loss of power to the controller and a ventricular assist device (vad) stop. The controller was exchanged. The controller, batteries, and controller ac adapter were replaced. No patient complications have been reported as a result of this event.